Event description:
On (B)(6) 2010, the pt was implanted with an scs sys. The low ipg battery flag appears sporadically, although the pt still has stimulation. The exact date when this was first seen is unk. The ipg is going to be replaced.

Manufacturer narrative:
Eval method: the device history and sterilization records were also reviewed. Results: the device had not been returned, so no analysis was able to be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.